Event description:
The plaintiffs in this case state that the defendants, med ctr and two drs along with other defendants failed to use reasonable care and skill in diagnosis and treatment. By participating in the conduct or omission that caused the injury to her in 2005, the pt went to the outpatient clinic for what was thought to be a simple d & c procedure. The defendant's drs performed this procedure using a tool called the novasure device. After the completion of the ablation, the hysteroscope showed no signs of active bleeding and no signs of endometrial perforation. At this time, pt was released to go home. Approximately four (4) days later, after feeling nauseated with chills and secreting a foul odor from the vaginal area with stomach pains, pt went urgently back to the med ctr where a laparoscopic exploration was performed. During the laparoscopic exploration, it was discovered during this procedure that the surgery performed by the aforementioned named physicians had caused a 1-2 cm puncture hole in the pt's uterus that was causing poisonous infectious materials to leak throughout the pt's body. During this exploration, it was determined that the pt's uterus had been perforated and was full of pus. It was also discovered that the dense adhesion and also other irreparable damage was caused. It was the determination of the drs that performed this exploration that due to this damage from the previous surgery that the uterus and appendix were severely distorted, and that an appendectomy would need to be performed along with a partial omentectomy secondary to adhesion in the pelvis. During the surgery to remove the uterus and appendix, it was discovered that one of the physicians had accidently cut a laceration in the pt's bladder. This laceration in the dome was (4) four cm in length. The plaintiffs believe that it was dr whom made the incision. The claimants states that at no time did pt or any representative, agent, peer or sibling give the med ctr the authorization to teach or train a physician or perform any surgeries or corrective surgeries on said claimant. It appears that although dr may not have been aware of the practices of this hosp he still failed to investigate if the pt was made aware that an untrained physician would be partaking in this wanton and wrongful act he is still liable. Dr was performing a procedure and duty that he was only being trained in and was not to place the life and liberties of the plaintiff in jeopardy in the manner of which he had. Plaintiff sincerely feels that the medical staff in the ER of the hosp ran into complications and called upon dr who was doing a three year fellowship at the hosp with the sanction from his superiors in the ob/gyn unit of the hosp. The training for defendant did not start until 5/2003. In accordance with an agreement they will no longer sponser a resident/ fellowship of the training institution for training in gynecology during the period. This would allow for one year and eight months before dr performed the surgery. The med ctr failed to provide the claimant with any pertinent info on whom would be performing the surgery. In additional, med ctr failed to proffer any info to the plaintiff in conjunction to the utilization, maker, or any other info with respect to the novasure device. Plaintiffs feel that the only reason that this destructive experimental device was used is because of the social economic standing that the plaintiff has: knowing that such an experimental device would not have been used on someone with other financial means and this deliberate indifference has cause the plaintiffs to suffer a great deal of physical and mental anguish. Upon gaining some of her faculties, plaintiff asked the drs what services had been performed and what bodily functions were removed, plaintiff was informed about the uterus and appendix and then was informed that the appendix was not needed anyway. A great deal of the mistakes could have been alleviated had a more experienced and learned physician ben partaking in the surgeries. Plaintiff at the outset of the surgery should have been duly informed, and given her sanction to anything that the physcians in this matter wanted to do and not wait until complications, and plaintiff was under sedation to share with her the wrong techniques used in said surgery. Utilizing various professionals in the legal field, the defendants were able to shield the plaintiffs from receiving discovery at the circuit level that was of the uttermost importance to the just and equitable proceedings in this matter. As it stands at this time, the plaintiffs do not know exactly what was removed from plaintiff's body or for what purposes are those removed parts being used, if at all. In conclusion, upon further unbiased review of this matter, it will be clearly shown that the actions of dr were clearly erroneous and wanton causing severe emotional, mental and physician pain to each of the plaintiffs wherefore, for the foregoing reasons, plaintiff prays that this panel find in favor of the plaintiffs and grant the appropriate relief.